Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), batteries could not meet the battery runtime requirement in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that encountered the issue reported that the fully charged batteries could not meet the battery run-time requirement. The stm replaced the batteries. A full safety, calibration, and functionality checks passed factory specifications. The iabp was returned to clinical service upon completion. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), batteries could not meet the battery runtime requirement in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.